Manufacturer narrative:
This report is submitted on may 02, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the patient's surgeon, the patient experienced breakdown of skin flap resulting in extrusion of the receiver-stimulator. Subsequently the patient's device was explanted on (B)(6) 2017.